Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating they had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer discovered that the sensor had no electrod just before insertion.